Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and lifted and the upper jaw was found detached from the instrument and not returned. The device was partially tested with a generator and the device performed as required during testing; although all testing could not be completed due to the damaged of the I-blade and upper jaw detached. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade\jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As reported in the event description it is likely that the damage to the jaw and I-blade was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon placed the jaw of the enseal on though rigid tissue (patient with diverticulitis), he closed the jaw and when the knife came forward the part of the jaws with the ptc technology broke. The surgeon took another enseal to finish the procedure. No patient consequences. The part of the jaw that broke is attached with tape in the blister package with the enseal device. One device will be returning.